Manufacturer narrative:
Laparoscopic pancreaticoduodenectomy: a promising new technique for pancreaticojejunostomy using v-loc suture hpb. Conference: 12th biennial congress of the european-afri hpb 2019, 21 (s3), s783es923 article number: p33.05 date of publication: 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, between january 2012 through september 2016, patients who underwent totally laparoscopic pancreaticoduodenectomy also received the lateral pancreaticojejunostomy anastomosis using v-loc suture. Postoperative pancreas fistulas occurred in 12% of patients. The rate of overall morbidity was 7.2% postoperative hemorrhage, hepaticojejunostomy stricture, surgical site infection, and postoperative pancreas fistula. Laparoscopic pancreaticoduodenectomy: a promising new technique for pancreaticojejunostomy using v-loc suture o. Karatepe, m. Battal and p. Yazoco 2019.